Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were not administered prior to spaceoar implantation the procedure was done under general anesthesia. According to the complainant, the needle was guided through the highest point of the rectal hump beneath the apex of the prostate. Reportedly, the needle was placed into the perirectal fat at mid gland and hydrodissection was successfully performed. A sufficient amount of space was opened inside the perirectal fat and the correct dispersion of the saline was verified in both axial and sagittal. After aspirating, the spaceoar was then injected without any complications. The patient received antibiotics. On june 11, 2020, additional information was received stating that the patient experienced pressure on his bowels, reportedly, the physician confirmed that spaceoar was injected into the rectum via scans. As of (B)(6) 2020, the treating physician has decided to postpone treatment until the spaceoar gel has been reabsorbed and is no longer present. The patient condition after the procedure was reported to be asymptomatic with no additional complications.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6), 2020. Reportedly, fiducials were not administered prior to spaceoar implantation the procedure was done under general anesthesia. According to the complainant, the needle was guided through the highest point of the rectal hump beneath the apex of the prostate. Reportedly, the needle was placed into the perirectal fat at mid gland and hydrodissection was successfully performed. A sufficient amount of space was opened inside the perirectal fat and the correct dispersion of the saline was verified in both axial and sagittal. After aspirating, the spaceoar was then injected without any complications. The patient received antibiotics. On (B)(6), 2020, additional information was received stating that the patient experienced pressure on his bowels, reportedly, the physician confirmed that spaceoar was injected into the rectum via scans. As of (B)(6) 2020, the treating physician has decided to postpone treatment until the spaceoar gel has been reabsorbed and is no longer present. The patient condition after the procedure was reported to be asymptomatic with no additional complications. As of (B)(6), 2020, it was confirmed that 3-4 cc of hydrogel was noted to in the rectal wall. Additionally, the patient will receive external radiation therapy.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: problem code 3009 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.